Event description:
It was reported that during a laparoscopic hysterectomy, the doctor found soon after the device was inserted via a trocar that the jaw did not open. After all, the device did not clamp the patient's tissue. The device was checked outside the patient, but this event continued. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.